Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced strong increase in stimulation when he was holding a coil near a magnet. The patient then turned the stimulation off using the magnet. The stimulation setting was intensely high when the stimulation was turned back on. Reprogramming the device was unable to resolve the issue completely. Follow-up indicated the patient is experiencing shocking sensation when he moves. No further information is available at this time.